Manufacturer narrative:
Device evaluation details: the carto vizigo sheath product was returned to biosense webster in (bwi) for evaluation and the evaluation has been completed. Visual and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis was performed and some bents were observed on the shaft and that the hemostatic valve was dislodged inside the hub component. A dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt on the bents zone. No obstructions were detected. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. (B)(4). Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation. It was initially reported by the customer that there was difficulty in inserting the dilator into the sheath. The dilator got stuck and was unable to be inserted. There was no physical damage on the sheath/dilator. The sheath was not occluded during irrigation and was not narrowed or partially/completely blocked. The customer¿s reported issue of resistance with the sheath is not considered to be an MDR reportable malfunction since an increased potential for patient injury due to this issue is remote. On 6-aug-2022, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was found dislodged inside the hub component. This finding was reviewed and determined to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 6-aug-2022 and reassessed it as MDR reportable.